Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm did not release after deployment. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Delivery device was returned still inside the loading device. Blood was evident on the wings of the loading device. The seal with the anchor tab was returned outside of the device. Seal was observed to be unraveled with evidence of blood. The delivery device was removed from the loading device for inspection. The blue slider lock on the delivery device was observed to be engaged and the plunger not pressed. Tiny specks of blood were evident outside the delivery tube. Measurements of the delivery tube were taken with the dimensions as follows: inner diameter is .199 in.; outer diameter is .218 in.; length of tube is 2.51 in. The measurements were within accepted tolerance range. Based on the received condition of the device and the evaluation results, the reported failure mode "failure to deploy" was not confirmed since the delivery device was still inside the loading device upon return, and no evidence of blood inside the delivery tube. In addition, the lock was still engaged and the plunger not pressed which leads to the possibility that there was no attempt to deploy the seal using the delivery device. The analyzed failure mode "unraveled seal" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not release after deployment. A replacement device was used to complete the procedure. The hospital did not report any patient effects.